Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell three of four. The home patient (hp) was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the reporter. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. After review, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.